Manufacturer narrative:
Evaluation, result: (investigation still in progress, no root cause yet determined). Conclusion: conclusion not yet available (evaluation in progress). (B)(4).

Event description:
Device evaluation: received for evaluation was one coiled up guard wire without the original packaging. The balloon is baggy and deformed form its original state most likely due to use. Distal and proximal seal bands appeared intact. The gold marker and the hypo tube/extension wire joint were intact. The ez flator and the adapter used during the procedure were not returned. For testing an in-house ez adaptor and ez flator were used to attempt to inflate the balloon, the balloon inflated slightly. During inflation a stream of liquid was noted coming from the balloon while applying pressure. Leak site only visible under pressure.

Event description:
During the operation, the physician used a moma 9f and carotid guard wire when treating a lesion situated in the common carotid artery (about 2cm from the bifurcation of inner carotid artery), no calcification, 80% stenosis, no tortuosity. The guard wire balloon was inflated for blood blockage. Then, the physician noted the guard wire occlusion balloon was deflated by its own, so the physician left the guard wire as it is (used for the guide wire purpose) and moma was used for the protection. The physician confirmed that the guard wire occlusion balloon was deflated after implantation of stent. No abnormalities noted during device inspection and preps before the operation. The account verified that no resistance was felt with mating device during delivery. No resistance was felt when device was passed through the lesion site. There was no adverse event to the patient. No injury reported to the patient.

Manufacturer narrative:
Conclusion: based on evaluation of returned device and the information provided no root cause can be determined.